Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. It was noted that the insulin did not exit the tubing during troubleshooting. Infusion set was replaced and it was noted that insulin did exit the tubing. Customer's blood glucose reading at the time of the call was 435 mg/dl. At the end of the call customer's blood glucose readings had decreased to 269 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.